Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error during bolus settings. Customer's blood glucose was reported as good and no numerical value was provided. The device wasn't dropped, bumped, or exposed to moisture. The device is not returning for analysis.